Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed manifold. The device was evaluated upon receipt. There was an air leak. Replaced manifold. An electrical safety test was performed on the as5000 system. The as5000 system was sanitized, evaluated and was found to function in accordance with manufacturer specifications. As5000 has been calibrated. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the large variation in temperature. With secondary fault of a split hose. Per sample evaluation results on (B)(6) 2023, it was reported that there was air leak identified due to faulty manifold.

Event description:
It was reported that the large variation in temperature. With secondary fault of a split hose. Per sample evaluation results on 08aug2023, it was reported that there was air leak identified due to faulty manifold.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed manifold. The device was evaluated upon receipt. There was an air leak. Replaced manifold. An electrical safety test was performed on the as5000 system. The as5000 system was sanitized, evaluated and was found to function in accordance with manufacturer specifications. As5000 has been calibrated. A device history record review was not required as the reported event was not an out of box failure and therefore the reported event was not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Hence, a labeling review was not required. Correction: g. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that the large variation in temperature with secondary fault of a split hose. Per follow up information received via email on 30aug2023, the device was currently at the depot for repair. It was on hold and awaiting parts. The repair was not done due to on hold awaiting parts. No patient impact and no medical intervention required. Per sample evaluation results on 13jul2023, it was reported that there was air leak identified due to faulty manifold.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed manifold. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.